Event description:
The accounts maintenance alleged the head section will rise when the bed is plugged in and no switches are pressed.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.